Event description:
It was reported that the infusion tubing had detached from the connector on multiple infusion sets. The patient experienced an elevated blood glucose level as high as 400 mg/dl. No adverse event was reported. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.